Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. During the analysis of the returned device, procedural fluid was observed in the sheath. In addition, the delivery wire was found to be kinked; it is likely due to handling of the device or portion of the device during the clinical procedure, upon removal of the device from the packaging, or preparation of the device prior to use. It was observed that the main coil was not detached as indicated in the event description and no damage to the main coil was observed as indicative of the reported event. During functional evaluation, the main coil was advanced through the sheath without difficulty. No anomalies were noted to the device prior to use. An assignable cause of undeterminable will be assigned to the reported event as the investigation results are not consistent with the reported event and clarification was not received from the reporting facility. Review and analysis of all available information fails to indicate an assignable cause or probable assignable cause.

Event description:
It was reported that in the course of the embolization procedure while repositioning the second coil (subject device), it became stuck with the tail of the first implanted coil. The physician decided to remove both coils altogether along with the microcatheter to avoid complications. The procedure was completed with another of the same devices without clinical consequences to the patient.

Manufacturer narrative:
Report #2 of the 2 reports. The subject device is not available.

Event description:
It was reported that in the course of the embolization procedure while repositioning the second coil (subject device), it became stuck with the tail of the first implanted coil. The physician decided to remove both coils altogether along with the microcatheter to avoid complications. The procedure was completed with another of the same devices without clinical consequences to the patient.

Manufacturer narrative:
Further review of the event determines that the devices were safely removed inside the micro catheter. There was no reported permanent impairment of a body function or permanent damage to a body structure, no medical or surgical intervention to prevent permanent impairment of a body function or structure was performed and the event was not life threatening. There was no information to reasonably suggest that this type of malfunction would likely cause or contribute to a death or serious injury if the malfunction were to reoccur. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that in the course of the embolization procedure while repositioning the second coil (subject device), it became stuck with the tail of the first implanted coil. The physician decided to remove both coils altogether along with the microcatheter to avoid complications. The procedure was completed with another of the same devices without clinical consequences to the patient.